Event description:
Resistant tubing, distal microbore tubing, secure lock, 104 inch where a chemo, paraplatin (150 mg/15 ml /vial) drug leak during infusion was reported. Drug preparation: 500mg (3.33 vial) if once in d5w 500ml. A patient¿s port-a-cath was connected to paraplatin. The infusion flow rate was set to 183ml/ hr. During infusion, the bed sheets were found wet. The healthcare provider checked the infusion set and confirmed the leakage on micron filter. At 23:10, plum set leakage was noted again on micron filter. The bed sheets were also wet. Droplets were observed on the filter. The patient did not touch the chemo drug this time. The paraplatin infusion had completed when the second event noted, hence the set was replaced with a different type, and therapy resumed. That the chemo spill cleaned up per facility protocol but it is unknown if a spill kit was used. That there was unprotected chemo exposure. There was patient involvement but no patient harm. This is the second of two events.

Manufacturer narrative:
E1. Initial reporter phone has an extension number of: (B)(6). The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Received two used list #142560488 primary plum sets. Sample #2 was attached to a bag spike adaptor. As received the inlet and outlet filter of sample 2 were wetted out. No other damage or anomalies noted. The returned samples were leak tested per product specification. There was leakage observed in both the inlet and outlet filter of the micron filter in sample 2. The complaint of leakage on the micron filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.